Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clips were scissored. No other details were provided. A second device was used to complete the procedure. There was no patient impact. The device was discarded.